Event description:
It was reported that during preparation for an interventional peripheral procedure, the tip of the xpert stent was noticed to be partially deployed after being pulled out of package without touching the tip. The device was not used on the patient. A 4 x 60 mm xpert stent was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (sess) found no blood visible and saline in the outer member. The stent implant was partially expanded distally from the distal end of the outer member, for a length of 4 mm. There was no damage noted to the stent implant. The distal end of the outer member was retracted 4 mm proximal to the base of the tip. The proximal end of the stent implant was mislocated on the inner member 6 mm distally to the proximal marker. There was no other damage noted to the sess. The tuohy was confirmed to be tight. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, based on the reported information and returned device analysis, it may be possible that the premature deployment is related to handling or interaction with the sheath during re-loading, as the distal sheath was retracted 4 mm, consistent with the outer member being pulled back slightly. A review of the lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.